Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell on the pump and shattered the touch screen. Subsequently, a unspecified malfunction occurred. In addition, it was reported that the customer experienced a low blood glucose (bg) level of 40, cause was unknown. Customer required assistance addressing bg level with liquid glucose and honey. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.